Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic into the patient's eye. After insertion the surgeon looked at the lens at a different angle and decided it was not going to work for this patient. The surgeon changed his mind and removed the lens with no patient injury and implanted a non-staar lens. There were no issues with the lens, this incident was due to patient anatomy. The incision was not enlarged and no suture was required. No further information.

Manufacturer narrative:
Pt weight :unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Event problem codes: (B)(4). Evaluation, method - lens work order search. Results : a lens work order search was performed and no similar complaint was found. Conclusions - (no device failure): based on the complaint history and work order search, it has been determined that the root cause of this event was due to patient anatomy and physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4). Product not returned.